Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported some time following an intraocular lens (iol) implant procedure, that the surface of the lens is scattering light and the lens looks cloudy. The patient's visual acuity is gradually decreasing. Additional information was requested.